Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 17204412.

Event description:
It was reported that the patient experienced a lack of pain relief caused by lead migration. The patient underwent a revision procedure wherein the leads were repositioned. The patient was stable post operatively.